Event description:
Related manufacture reference number: 2017865-2020-00859. It was reported that the patient presented during lead revision to address lead dislodgement. During procedure, it was noted that the lead cannot be separated from the pacemaker header because setscrew cannot be loosened. The device was explanted and replaced on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation. The reported event of unable to loosen the ventricular setscrew to release the lead was confirmed. As received, a device was retuned for analysis. Final analysis found the setscrew could not be untightened due to epoxy found in connector block threads. A manufacturing anomaly may have occurred that left or caused the epoxy to be in the connector block threads. Actions have been taken to prevent reoccurrence. No other anomalies were identified.